Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.